Event description:
Safeskin corp was served with the following lawsuit. Plaintiff's claim alleges the following injuries: severe illnesses and injuries to the skin, skin discoloration, soreness, rashes, and other respiratory and/or related life threatening diseases, and reactions.